Manufacturer narrative:
Reason for surgery: rectocele grad ii, intrinsic sphincter deficiency, urinary incontinence. Concurrent procedures: cystoscopy, vaginal polyp resection, colporrhaphy. It was reported that the patient underwent cyst removal from left ovary on (B)(6) 1993. It was reported that the patient underwent posterior colporrhaphy and vaginal polyp resection. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Medwatch and follow-up medwatch #1 have been sent. Should additional information become available this file will be re-opened and updated accordingly. This file has been updated, reviewed and closed accordingly.